Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and urethral erosion of the cuff. The entire device was explanted. No plans have been made for further surgical intervention. There were no further patient complications.